Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had needle anomaly. Customer blood glucose level was 139 mg/dl. Customer also stated that the when they removed first sensor there was no filament and when second sensor removed, it was really small. The device will be returned for analysis.